Manufacturer narrative:
(B)(6) 2022 - we were notified of a patient that has a capsule retained. The patient ingested the capsule on (B)(6) 2022 and now is lodged in the small bowel. A dbe (double balloon enteroscopy) was performed at a different practice out of phoenix to retrieve the capsule but was unsuccessful. The patient is asymptomatic and had no complaints of any pain or discomfort. The patient is not inclined to get surgery and is aware of consequences if leaving the capsule long term. Per the administering physician they will monitor the patient and will do x-rays from time to time and see if he passes the capsule. (B)(6) 2022 - capsovision's medical expert, spoke with attending physician and the patient has consented to laparoscopic that was recommended and found the capsule lodged in the small bowel where the mucosa was ulcerated and stricturing. Pathology shows small carcinoid tumor that was totally resected. The patient is doing well and the hospital will work with the patient and is confident this is a non-issue from now on due to the tumor being found and resected.

Event description:
(B)(6) 2022 - we were notified of a patient that has a capsule retained. The patient ingested the capsule on july 8th and now is lodged in the small bowel. A dbe (double balloon enteroscopy) was performed at a different practice out of phoenix to retrieve the capsule but was unsuccessful. The patient is asymptomatic and had no complaints of any pain or discomfort. The patient is not inclined to get surgery and is aware of consequences if leaving the capsule long term. Per the administering physician they will monitor the patient and will do x-rays from time to time and see if he passes the capsule. (B)(6) 2022 - capsovision's medical expert, spoke with attending physician and the patient has consented to laparoscopic that was recommended and found the capsule lodged in the small bowel where the mucosa was ulcerated and stricturing. Pathology shows small carcinoid tumor that was totally resected. The patient is doing well and the hospital will work with the patient and is confident this is a non-issue from now on due to the tumor being found and resected.